Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to reported heart rate in the thirties. Patient was moderately symptomatic with vague symptoms but was also hypertensive at the time and it's possible the symptoms were related to the hypertension. The device measurements were all stable and normal with appropriate capture thresholds. Confirmed sleep function was off. Patient was in atrial fibrillation most of the time. Heart rate histogram looked appropriate but there were some rare beats that populate the ratebin below the lower rate of the device. Patient was noted to have some premature ventricular contractions (pvc's) during clinic evaluation that day. Appropriate device function was found. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.